Manufacturer narrative:
(B)(6). Section g4: the rt224 infant continuous flow circuit (>4 l/min) single heated with mr290 autofeed chamber is not sold in the USA, but is similar to a product which is sold in the USA. The 510(k) for that product is k020332. Section h11: the subject mr290v vented autofeed humidification chamber provided with the rt224 infant continuous flow circuit kit has been requested to be returned to fisher & paykel (f&p) healthcare in new zealand for evaluation. A follow up report will be provided upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in china, via a fisher & paykel (f&p) healthcare field representative, that an mr290v vented autofeed humidification chamber provided with an rt224 infant continuous flow circuit, was found overfilling with water after 1 minute of patient use. There was no patient harm reported.